Event description:
Info received indicates while performing a preventative maintenance check, the tech found that the ground resistance reading was out of the normal range.

Manufacturer narrative:
The tech isolated the issue to a worn power cord plug. He replaced the power cord plug to repair the bed.